Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a grommet issue. The returned device indicated a damaged grommet. The returned device indicated a missing set screw. The returned device indicated a set screw with a rounded socket. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) set screw could not be tightened in the atrial port. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.